Event description:
The patient reported that since her interstim implant, she has felt shocking sensations whether the implant is on or off and extreme pain in her lower back which makes it difficult for her to bend or move. She states that she has severe nerve damage in her left leg and also that the ipg has migrated several inches and the lead is protruding through her skin. Further info is being requested from the hcp.

Manufacturer narrative:
To date, the device has not been returned to medtronic for eval. If further info is rec'd or device returned, a follow-up medwatch report will be sent.